Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection end-to-end anastomosis, the device fired without seeing the green indicator. The knife blade still cut, but no staples were fired. Audible crunching was heard and there was no staple line formed. The surgeon converted operation to open and closed the rectum stump with hand sewing after trying to create an anastomosis using another device.